Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called during surgery to report a critical error on arm 1. The tse checked the logs and found error 319 related to arm 1. The technical service engineer (tse) guided the caller to power off the system and use the emergency power off (epo) on the patient side cart (psc), but this was unsuccessful. The tse then guided the caller to disable arm 1, allowing them to continue the surgery with three arms if they were willing. The caller agreed and continued the surgery with three arms without any impact on the patient. The caller requested a field engineer (fe) on-site as soon as possible because the next surgery was planned for the following morning and required four arms. The procedure was completed with no reported injury.